Manufacturer narrative:
(B)(4). Product code is unknown. Foreign: new zealand . Multiple MDR reports were filed for this event, please see associated report: mdr328729. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported patient underwent was revised due to arcos stem fracturing approximately 5 years post implantation. The patient reported that the leg giving way in the shower and that he has not been working in the last year because of pain. No additional information was available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
H6: component code mechanical (g04) ¿ stem. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. 1 xray was provided which shows the fractured implant. Visual examination of the provided pictures identified the stem to be fractured in two places as reported. No other information could be obtained from the image. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.